Event description:
A patient reported ¿contracture (baker grade and side unknown)¿, ¿bilateral rupture¿, "fluid in the breast" (side unknown)¿, ¿having problems for the last few weeks¿, and ¿dark shadows on the implant¿ this record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, silicone migration, seroma-late.

Event description:
Healthcare professional reported right side breast deformation with capsular contracture, baker grade iii confirmed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
A patient reported ¿contracture (baker grade and side unknown)¿, ¿bilateral rupture¿, "fluid in the breast" (side unknown)¿, ¿having problems for the last few weeks¿, and ¿dark shadows on the implant¿ healthcare professional reported right side breast deformation with capsular contracture, baker grade iii confirmed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Correct reason for reoperation: "capsular contracture (baker grade and side unknown), bilateral rupture, silicone in lymph nodes on the right side and "fluid in the breast" (side unknown)".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
A patient reported ¿contracture (baker grade and side unknown)¿, ¿bilateral rupture¿, "fluid in the breast" (side unknown)¿, ¿having problems for the last few weeks¿, and ¿dark shadows on the implant¿ this record relates to the right side. The device remains implanted.